Event description:
Information received from the field does not address the patient's clinical status but notes that during an office visit, the device interrogated with a base rate of 60 ppm. When magnet was applied, the magnet rate was 100 ppm and the av delay was at the programmed value of 160ms though it should have remained at 60 ppm with an av delay at 120ms.